Event description:
Pt states that low battery alarm screen went blank, did not recover even after pt replaced battery. This required no physician or hosp intervention. Insulin injections were administered at home.